Event description:
It was found during a periodic review of the manufacturer's programming history database that high impedance was detected on a patient's generator through system diagnostics . The high impedance resolved the same day. The patient's generator was disabled the date of detection. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient's lead was reportedly replaced due to high impedance on (B)(6) 2015. The explanted product was discarded. No further relevant information has been received to date.